Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, there was no reported issue. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the system was showing "no input detected" while the site was restarting the system. The issue was resolved after restarting two times. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: patient age, weight and gender provided. Correction: device manufacturing date updated to proper value.